Manufacturer narrative:
The inspiratory valve adjustment knob was physically checked and it was observed that the valve stem had excess play of about 2mm in all directions along the entire adjustment length. Unit was tested, and the complaint was confirmed. The valve stem movement disturbs the pressure level at the valve which is transmitted to the gauge and results in needle fluctuations. A CAPA has been raised to tighten the final test specification. Complaint closed.

Event description:
Pressure gauge fluctuates when the inspiratory pressure knob is touched.